Event description:
Reporter stated that patient had received a blood glucose result of 150 mg/dl, prior to lunch. Patient had lunch and delivered an unknown amount of insulin. Reporter stated that the patient's spouse indicated that the patient was not feeling well, and acted dehydrated. Patient's blood glucose again measured 150 mg/dl. Emergency medical services were contacted, and upon their arrival, patient's blood glucose measured 23 mg/dl (on emt's blood glucose monitor). Patient was treated with dextrose i.v. And glucose. No additional treatment was received. No controls had been run on the system. A request was made for the return of the suspect product, and replacement product was sent.